Manufacturer narrative:
Physio-control further examined the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed a message that it was unable to charge for defibrillation, and the service indicator was illuminated. In this state, defibrillation therapy may not be available if needed. There was no patient use reported for this event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a message that it was unable to charge for defibrillation, and the service indicator was illuminated. In this state, defibrillation therapy may not be available if needed. There was no patient use reported for this event.